Event description:
It was reported that during a lap gastric band procedure, pneumo was lost due to leakage from the trocar. They tried to stop the leakage by using their thumb, turning the trocar 1/4 round and using a new upper housing (from a new package). No patient consequences were reported.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.